Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself without sounding an audible alarm tone. Line a of the pump was programmed to deliver normal saline at a kvo (keep vein open) rate of 25ml/hr. Line b was programmed in the piggyback mode to deliver cubicin 450mg/50ml at a rate of 120ml/hr and the deliveries were started. At an unspecified time reported as close to when the nurse expected the delivery on line b to be complete, the nurse noted the cubicin container was empty and the pump was powered off. There were no adverse pt effects. No medical interventions were required. The device was removed from clinical service. The customer contact stated, "the pt having received his dose of antibiotics was disconnected from the pump and discharged". It was reported that the normal saline had been "hung as backup" and the delivery was not resumed. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.